Event description:
The account reported the brakes are not holding. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom has requested that any parts removed from the stretcher to repair the brake issue be returned for investigation. No further info is available on the repair of the bed at this time. A f/u report will be sent once this info becomes available.